Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: blood pump.bearing wear - end of life.specific component(s) involved: blood pump at end of life.intervention(s): none.implant device type: lvad.